Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05801. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal hysterectomy. It was reported that the patient underwent mesh revision/removal (vaginal mesh excision and resection of tissue, posterior mesh removal and revision of posterior compartment posterior repair, anterior repair) on (B)(6) 2011.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced urinary tract infection and dysuria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with hysterectomy due to uterine prolapse, genuine urinary stress incontinence, and symptomatic pelvic relaxation. The patient underwent mesh removal/revision on (B)(6) 2008 and on (B)(6) 2009. It was reported that the patient underwent a procedure on (B)(6) 2011.